Manufacturer narrative:
Intuitive surgical (is) followed up with the site and obtained the following additional information regarding this event: during the procedure, the surgeon used only the bipolar diathermy and did not require an external unit. The monopolar diathermy was not effective, so it was not used. After the surgery, a technician from intuitive assisted with the machine, and there have been no issues reported since then. Isi received the integrated electrosurgical unit (iesu) to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. C-00 was shown in the error log.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that a c-00 error occurred when trying to activate both monopolar and bipolar energy with the integrated electrosurgical unit (iesu). A hard reset of the device was done but did not help. An external device was used to complete the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical unit (iesu) due to the c-00 error. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.